Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was stuck in prime or rewind loop. The customer¿s blood glucose was 176 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Displacement test was performed and passed. Customer was able to push insulin but not showing any numbers during manual prime. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No prime anomaly noted.